Event description:
It was reported that one of the pins in the system monitor's compact flash (cf) card slot was bent. Additionally, a bumper foot was missing. The system monitor also reportedly failed backlight testing.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a deformed pin, missing bumper foot and a dimming issue was confirmed the returned system monitor (serial # (B)(6). Visual inspection of the mainboard printed circuit board (pcb) revealed a deformed pin within the memory card slot, which would have prevented the compact flashcard to be read. The submitted reference photo confirmed the reported event of the bumper foot being missing. The bumper foot appears to have lost the adhesion from the glue. A root cause of the glue adhesion issue could not be determined during the evaluation. The backlight power supply pcb was tested together with the returned mainboard pcb and the electrical measurement confirmed the reported dimming issue. Further evaluation determined the suspected component was not functioning as expected. No replaceable component was available and further evaluation could not be performed. A root cause of the damaged component could not be determined during the evaluation. Repair and preventative maintenance were performed per procedure, which passed all tests. The unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to manufacturing (mfg) and quality assurance (qa) specifications. System monitor (serial # (B)(6) was shipped to the customer on 30aug2006. It was noted the unit is a rental. Heartmate ii instructions for use (IFU) (rev c) and heartmate 3 IFU (rev c) has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.